Event description:
In the operating room during surgery which required or bed position changes, the bed "vibrated/shook" during the changes. At the end of the case, after the patient's mayfield skull fixation clamp was released from the mayfield universal base, while the head and neck was being supported by the surgeons and the bed was being repositioned from trendelenberg to supine the bed jolted and dropped approximately 6 inches down.the hospital assistant noted a crack in the attachment adaptor between the swivel joint and universal base. While cleaning the equipment (attachment), the entire attachment adaptor broke off.the or bed and mayfield systems have been tagged and removed from service.no information on the mayfield attachment. Will follow up with unit director -perioperative services.